Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic review of x-rays provided confirmed the implant had fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient is considering a right knee arthroplasty revision to address femoral yoke implant fracture accompanied by pain, swelling and instability approximately fourteen (14) months post-operatively after a fall. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Event description:
It was reported that a patient is considering a right knee arthroplasty revision to address femoral yoke implant fracture approximately fourteen (14) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - orthopaedic salvage system poly tibial bushing catalog #: 150476 lot #: 66133305, orthopaedic salvage system rs tibial bearing 12mm catalog #: 161094 lot #: 65677455, orthopaedic salvage system poly lock pin catalog #: 150478 lot #: 66077510, orthopaedic salvage system axle catalog #: 161035 lot #: 65816766, unknown orthopaedic salvage system femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.